Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular block. The membranous septum was measured as approximately 1.5 mm. There was no calcification confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). During the loading check, one of the retainer tabs was found to be detached. A new 29mm, navitor vision valve was reloaded using a new large flexnav delivery system (ds). During the procedure, at the time of valve deployment the patient developed a complete heart block. The valve was able to be implanted at a depth of 4.5mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc). A temporary pacemaker was placed as an intervention, and the patient was transferred to the intensive care unit. The patient was in a stable condition.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. It is possible that procedural factors and/or patient condition contributed to the reported event; however, this cannot be confirmed. The reported unexpected medical intervention was result of case specific circumstances, as temporary pacemaker was used. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.